Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator recognized these adult electrode pads as pediatric electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes and device were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrodes were tested with an r series device without duplicating the report. The device was able to recognize the electrode pads as adult electrodes. The pads were tested on an analyzer while bending and flexing the cable with no findings. The electrodes were scrapped after testing. No clinical data was available for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.